Event description:
It was reported that during a revision procedure of a right-side shoulder due to a fracture of implants, a prong on the 25 hrp middle segment broke off while disengaging from the proximal body trial. No parts or pieced fell into the wound site. There were no surgical delays during the procedure. The (B)(6) yo male patient was last known to be in stable condition during the event. X-rays were provided. The fractured trial is available for return. An image of the broken trial was provided. No further information.